Event description:
Customer reported that she was hospitalized for low blood glucose due to insulin reaction. Troubleshooting was performed. It was found that the programming was incorrect. Explain customer the impact of incorrect programming on blood glucose.